Event description:
Rec'd info regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was impacted.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a f/u report will be submitted.